Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, externalized conductors were noted on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead on (B)(6) 2025. The patient condition was stable and recovering.